Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing when on day 3 of the support the team noted the pump positioning near the mitral to be within the papillary. The pump was removed to reposition.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The product was returned for investigation. The pump was visually inspected and catheter kink was observed. Also, biomaterial ingestion over the purge gap at outflow cage was found. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. The cause of the access site bleeding issue was patient condition related with patient having calcified vessels and complication resolved without any treatment/intervention.